Event description:
It was reported that pump declared cartridge change error over two days, during which customer was using multiple daily injections and experienced high blood glucose, although specific value was unknown and only displayed as "high." There was no additional information received regarding the overall outcome of the event. Customer treated high blood glucose with correction injection via multiple daily injections, inspected cartridge o-ring and pneumatic tap area as instructed, cleaned pump, and reported issue with rack pushrod, after which technical support arranged replacement pump. Customer reverted to an alternative method of insulin therapy.